Event description:
The device was returned to the manufacture post-mortem for disposal with no complaint. The device was analyzed and test out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.this report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary # product ID# addr01. The device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. The exact cause of the confirmed high current drain could not be determined. (B)(4)